Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 at 11:39 pm cst, the user's husband called to troubleshooting stating that the user's ilet insulin pump was not delivering insulin. He stated that the device allowed for the supply change process, but no insulin doses were being delivered throughout the day. The user was in the emergency room due to high blood glucose (bg) levels. During troubleshooting it was revealed that the user's continuous glucose monitor (cgm, dexcom g7) had not been connected to the ilet for three weeks. The user reported that alerts had been going off continuously, indicating that insulin delivery had stopped. However, the user mistakenly believed that pairing the cgm with the dexcom app was sufficient. As a result, the insulin pump had not been operational for over three weeks, leading to prolonged hyperglycemia. The user reported going to the hospital due to feeling unwell. Hospital staff confirmed diabetic ketoacidosis (dka). The user also reported experiencing slurred speech and symptoms resembling a stroke, but CT scans were clear. The user was discharged on (B)(6) 2025 and later restarted the ilet, correctly pairing the cgm, after which the system functioned properly. The highest reported bg level during the event was "high," indicating a bg in excess of 400 mg/dl, as this is the maximum reading displayed by the cgm. The user did not perform ketone testing prior to hospitalization. Treatment included intravenous fluids and insulin. The user has since resumed insulin pump therapy with proper cgm pairing.